Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6)2024, the patient reported that he lost consciousness while his cgm device was reading 90 mg/dl. No bg meter reading was taken at this time. It was likely that the cgm device was reading at a high bias inaccuracy, as a cgm value of 90 mg/dl does not correlate with loss of consciousness. Emergency medical services was called and took him to the emergency room. A bg meter reading was taken by ems and at the ER, but the patient can no longer recall the specific values. The patient also can¿t recall any of the treatment or medication details surrounding this event. The patient was discharged home after a ¿couple¿ of hours once his bg level stabilized. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.